Event description:
Customer reported to beckman coulter, inc. That glucose failed to calibrate after they performed weekly maintenance on the unicel dxc 600i synchron access clinical system (dxc 600i). Customer reported they performed the maintenance procedure again. Customer reported they noticed fluid on the covers by the modular chemistries probe after performing the maintenance procedure the second time. Customer reported the probe performed a clean cycle then sprayed out fluid at the bottom of the collar wash. Customer reported the fluid was contained on the covers. Customer reported the volume of the fluid was about 5 milliliters. Customer reported the dxc 600i generated erroneous results before the leak but the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash collar vacuum valve was not operating properly. The fse replaced the valve and resolved the leak issue.